Event description:
It was reported that during an unspecified procedure, the stent pre-maturely deployed. The lesion was located in the right internal carotid artery (rica). The percent of the lesion stenosis, calcification, and vessel tortuosity are unknown. Another manufacturer's 7fr guide catheter was placed. Upon attempting to insert the carotid wallstent 10mm x 24mm stent delivery system into the guide catheter, the stent deployed outside of the patient. The guide catheter and stent were removed without incident and the procedure was completed with another manufacturer's 8fr guide catheter and another of the same wallstent. No patient injuries or complications were reported. The patient's status is reported as "good".